Event description:
It was reported that during the procedure in the heavily calcified/tortuous proximal circumflex artery for treatment of a 90% stenosis, direct stenting was attempted using a 3.5x23 rx xience v stent delivery system (sds). The sds could not cross to the lesion. As the sds was withdrawn from the anatomy, resistance was felt as the proximal edge of the stent became caught on the non-abbott guide catheter and the stent strut flared. A new 3.5x23 xience v sds was used successfully with the same guide catheter to treat the target lesion. There was no reported adverse patient effect or significant clinical delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device: no pre-dilatation. It was not possible to perform a thorough analysis on the product because it was not returned to abbott vascular for investigation. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. It is likely that interaction with the heavily tortuous and heavily calcified lesion contributed to the reported failure to advance. Further, this interaction with the anatomy/lesion may have resulted in the stent struts flaring, such that during retraction of the stent delivery system (sds) resistance was felt as it interacted with the guiding catheter. Since there was no report of any damage to the sds or stent implant prior to use, this suggests a product quality deficiency did not contribute to the reported difficulties. To assure this is not the result of a product deficiency, the profile dimensions on all sds are confirmed by visual and dimensional checks online during the manufacturing process at abbott vascular. Additionally, all sds are 100% visually inspected online for stent damage. Reportedly, no pre-dilatation was performed prior to the attempt to cross. It should be noted that the xience v instructions for use (IFU) states: the vessel should be pre-dilated with an appropriate sized balloon. Failure to do so may increase the difficulty of stent placement and cause procedural complications. It is likely that the IFU deviation contributed to the reported difficulties. A review of the lot history record for the reported lot revealed no associated nonconforming material records, indicating all lot release testing met specification. Additionally, a query of the complaint handling database for the reported lot was performed and there have been no other incidents reported for difficult to remove for this lot. There is no indication of a product quality deficiency.